Manufacturer narrative:
Updated: d4, h4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. H6. Additional codes. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that following the implant, the patient received an ID card with the medtronic valve as the active valve. The status of the valve was corrected.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: tav e vfxplus-23, product ID: evfxplus-23, serial/lot: (B)(6), use by date: 18-jun-2026, UDI: (B)(4). The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that upon full deployment of a transcatheter valve in a previously implanted non-medtronic surgical aortic valve, the "c-tab" outflow paddle was visibly released from the delivery catheter system (dcs); however, it was difficult to observe if the second outflow paddle was released. The physician ensured that the capsule was fully retracted, with the control knob opened to its limit. The physician had felt that the paddle was released. Prior to slowly withdrawing the dcs, the nosecone was centered within the frame inflow by slightly retracting the non-medtronic guidewire. Upon withdrawal of the dcs, the valve dislodged above the surgical aortic valve frame. As the nose cone of the dcs was withdrawn, the transcatheter valve further dislodged above the sinotubular junction (stj) into the ascending aorta. It was reported that prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 3 millimeters (mm) and the implant depth on the left coronary cusp (lcc) was 6 mm. It was noted that it was unknown whether the mechanism of dislodge was due to a possible paddle hang-up or nose cone interaction with the inflow of the valve during dcs withdrawal. Subsequently, a non-medtronic transcatheter valve was implanted.